Manufacturer narrative:
B3: unknown date in 2022. D10: alteon ha collared stem size: 6, alteon cup, cluster-hole 50mm, alteon neutral liner, biolox delta femoral head, 12/14 taper 36mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that during an initial left tha there was notable anterior calcar bone loss measuring 10 mm x 10 mm caused by the acetabular reamer. The surgeon considered cable but no additional intervention was stated. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, g. The calcar bone loss reported may be related to surgical approach and/or patient anatomy which resulted in unintended contact between the acetabular reamer and femoral bone. However, this cannot be confirmed because the component was not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.